Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: dec 11, 2025. Section h3: evaluated by manufacturer? Yes. Device evaluation: the complaint lens was received. The lens was visually inspected revealing that the lens was cut in half, the lens was further inspected and no further issues were identified. During the product evaluation it was confirmed that the physical characteristics of the lens matched a diu model lens. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4, patient weight: unknown/not provided. Section a5, ethnicity: unknown/not provided. Section a6, race: unknown/not provided. Section b3, date of event: the exact date is unknown. The best estimate is between the implant and explant dates (B)(6) 2025. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information. However, it was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s right eye. The patient experienced a refractive outcome of -7 when targeting plano. Additional biometry confirmed the correct lens was selected, but the results were inconsistent. It was suggested that the lens may have been mislabeled or defective. The iol was explanted in a secondary procedure. The details regarding an unplanned incision enlargement, unplanned sutures, unplanned vitrectomy, or procedural delays are unknown. No further information is available.